Event description:
Female pt 4 mos ago had an osteo-clage surgery for femur fixation. The plate broke during the post-operative period. Pt went through a second surgery; a new osteo-clage boneplate replaced the broken one.